Event description:
It was reported the pt experienced withdrawal symptoms including fever, increased baseline spasticity, respiratory distress, and seizures following a series of reductions in the pt's baclofen dose. The pt had been too loose on their previous therapy dose. In 2008, the pt's baclofen dose was reduced by 25%. Six days later, the dose was again decrease by 25%. The pt began to have symptoms of underdose (fever, increased spasticity, seizure). The pt is a brain injury pt with no history of seizure disorder. The dose was increased by 15% within a couple of days. Following the increase, it became apparent the pt required hospitalization. The pt was admitted. The pt had respiratory distress requiring intubation. The pt remained intubated and hospitalized. Device troubleshooting was being considered as well as drug dose adjustments. Add'l info has been requested.